Event description:
The customer reported his blood glucose was ranging between the mid-200's to the lower 300's mg/dl after wearing the pod for more than 48 hrs. Upon removal, he noticed the needle never fully deployed the cannula into the infusion site.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.